Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# v334554, implanted: 2009 (B)(6); product type lead. (B)(4).

Event description:
It was reported that a patient¿s therapy helped for about seven or eight months, but for the past several months, the patient was going to the bathroom more often. It seemed like therapy wasn¿t working and wasn¿t staying on. The patient had itching and an infection ¿down there¿ for several weeks. There was no known fall or trauma and it was confirmed that the implantable neurostimulator (ins) was on and set on program 1 at 5.0 volts. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.